Event description:
Shiley lpc tracheostomy tube(s)with noted air leak in the pilot balloon in two patients. Both patients required an exchange of the tracheostomy tube secondary to the leak. After exchange of the tracheostomy tubes, it was noted that both trachestomy tubes had the same lot number.